Manufacturer narrative:
Philips service reconnected the led pcb cable; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the wireless footswitch led was not turning on, resolved by reconnecting the internal cable on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.